Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level with moderate ketones. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Cause of elevated bg level was unknown. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.